Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced both hyperglycemia and subsequent hypoglycemia after announcing a smaller-than-usual meal for spaghetti, which led to elevated glucose followed by ilet-driven correction resulting in a low of 64 mg/dl and a high of 209 mg/dl. Symptoms included nausea. Outcomes included a brief low and a transient high without hospitalization or professional intervention, and the patient self-treated the hypoglycemia with oral carbohydrates (skittles and milk); ketone testing was negative. Investigation included review of device data and patient logs and provision of user education on meal announcements and correction use. Investigation of this case revealed user error related to meal announcement size selection. It was concluded that the device functioned as designed, and education on establishing a baseline carbohydrate amount and announcing relative to that baseline was provided.